Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 850 mg/dl. Troubleshooting was performed, and the programming on the insulin pump was correct. The insulin pump passed the prime test. The high pressure test could not be performed because a tubing clamp was not available at the time of the phone call. A tubing clamp was sent to the customer, and the customer was advised call back to perform the high pressure test upon receiving it.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.